Manufacturer narrative:
Blocks b5, d6a, e1 (initial reporter title, first name, last name, facility name, address 1, city, state, country, zip/post code, phone, and email), e2 (health professional & occupation), and h6 (impact codes) have been updated with additional information received on march 12, 2024. Block d6a: the exact implant date is unknown; however, the procedure occurred in 2022. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: correction to the initial MDR in blocks b1, b2 (outcomes attrib to adv event), and h1.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered rmv biliary stent was implanted during a stent placement procedure performed in 2022. On (B)(6) 2024, an attempt was made to remove the stent, but it could not be removed. There are no known patient complications as a result of this event. Additional information received on march 12, 2024: the patient came back for a follow-up visit on (B)(6) 2024. The stent remained implanted, and another stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d6a: the exact implant date is unknown; however, the procedure occurred in 2022. Block h6: imdrf device code: a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered rmv biliary stent was implanted during a stent placement procedure performed in 2022. On (B)(6) 2024, an attempt was made to remove the stent, but it could not be removed. There are no known patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.